Event description:
Pt reported that, while the device displayed a low cartridge alert, neither the audible alarm, nor the vibration alarm, occurred in conjunction with the alert. Pt's blood glucose was not affected and no treatment was received.